Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage: a small piece of the device broke off during removal is in uterus'), genital haemorrhage ('abnormal bleeding(general)\ bleeding') and systemic lupus erythematosus ('autoimmune disorder- type of disorder: lupus') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included body mass index normal, threatened labor and urinary frequency. Previously administered products included for an unreported indication: dilaudid, depomedrol, solu medrol, cardec dm, amoxil, tylenol, motrin, duratuss hd and septra. Concurrent conditions included uterine bleeding, ovarian cyst, abdominal pain upper, dysuria, joint pain, flank pain, high vaginal laceration, postpartum, menorrhagia, irritable mood, anxiety, phobia of driving, sexual abuse, lupus erythematosus, suicide attempt, constipation, insomnia, multiple organ dysfunction syndrome, bladder prolapse, menses irregular, metrorrhagia, left lower quadrant pain, right lower quadrant pain, post coital bleeding, nabothian cyst, cervicitis, vaginal swelling, vaginitis bacterial and follicular cyst of ovary. Concomitant products included alprazolam (xanax) since 2016, alprazolam since 2016, benzyl nicotinate since (B)(6) 2011, beta-lactamase sensitive penicillins, docusate sodium (colace), doxycycline (doxy), escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (sprintec), ferrous sulfate, fluoxetine hydrochloride (prozac) since 2016, iron since 2016, medroxyprogesterone acetate (depo provera), metronidazole (flagyl), naproxen since 2016, omeprazole since (B)(6) 2011, phenazopyridine hydrochloride (pyridium) since (B)(6) 2011, quetiapine since 2016, risperidone, zolpidem tartrate (ambien) since 2016 and zolpidem since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia") and dyspareunia ("dyspareunia (painful sexual intercourse)\ painful sex"), 29 days after insertion of essure. In 2010, the patient experienced abdominal pain ("abdominal pain") and alopecia ("hair loss"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection(bladder/urinary tract/vaginal)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)") and cystitis ("infection(bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced bladder spasm ("bladder or urinary problems or changes;bladder spasm"), nausea ("nausea") and back pain ("back pain"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), pelvic pain ("pelvic pain "), vulvovaginal pain ("vaginal area"), vaginal haemorrhage ("vaginal bleeding"), rash ("rashes or skin conditions type"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition:memory loss, depression"), amnesia ("psychological or psychiatric problems condition:memory loss, depression"), asthenia ("weakness"), weight fluctuation ("weight gain /loss(specify which one)fluctuating, weight loss, gain") and uterine enlargement ("enlarged uterus") and was found to have fibroma ("tumor / teratoma / cancer type: fibroid tumors") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (bilateral tubal occlusion reversal and dnc, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, systemic lupus erythematosus, anaemia, bladder spasm, migraine, headache, dysmenorrhoea, pelvic pain, back pain, abdominal pain, vulvovaginal pain, rash, vaginal infection, fibroma, fatigue, amnesia, urinary tract infection, cystitis, asthenia, weight fluctuation, uterine enlargement and hormone level abnormal outcome was unknown, the nausea, vaginal haemorrhage, dyspareunia and alopecia had resolved and the depression was resolving. The reporter considered abdominal pain, alopecia, amnesia, anaemia, asthenia, back pain, bladder spasm, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibroma, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, rash, systemic lupus erythematosus, urinary tract infection, uterine enlargement, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: discrepancy- date(s) of insertion-(B)(6) 2010, (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Computerised tomogram - on (B)(6) 2016: result- pain in both sides bleeding after dey abr. Paps several times. Sometimes a onlge/pressure draw vagina. N/v unable to maintain urine. Computerised tomogram abdomen - on (B)(6) 2011: impression: 1. No evidence of appendicitis. 2. Mixture of contrast and debris within the stomach. Cannot exclude some wall thickening of the duodenum and correlate for possible to duodenitis/enteritis. 3.indeterminate right renal cyst. Follow-up ultrasound could performed as clinically warranted. 4. Collapsing right ovarian cyst with physiologic changes in the pelvis and small free pelvic fluid; on (B)(6) 2016: impression: 1. Multiple bilateral small renal calculi ¿without hydro nephrosis. 2. Mildly enlarged uterus. Pregnancy test - on (B)(6) 2010: result- negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: lupus, abdominal pain, back pain, depression, dysmenorrhea, dyspareunia, fibroid tumors, enlarged uterus, weakness, fatigue, nausea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage: a small piece of the device broke off during removal is in uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy menstrual irregular cycle'), genital haemorrhage ('abnormal bleeding(general)\ bleeding'), systemic lupus erythematosus ('autoimmune disorder- type of disorder: lupus') and uterine haemorrhage ('abnormal uterine bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included body mass index normal, threatened labor and urinary frequency. Previously administered products included for an unreported indication: dilaudid, depomedrol, solu medrol, cardec dm, amoxil, tylenol, motrin, duratuss hd and septra. Concurrent conditions included uterine bleeding, ovarian cyst, abdominal pain upper, dysuria, joint pain, flank pain, high vaginal laceration, postpartum, menorrhagia, irritable mood, anxiety, phobia of driving, sexual abuse, lupus erythematosus, suicide attempt, constipation, insomnia, multiple organ dysfunction syndrome, bladder prolapse, menses irregular, metrorrhagia, left lower quadrant pain, right lower quadrant pain, post coital bleeding, nabothian cyst, cervicitis, vaginal swelling, vaginitis bacterial and follicular cyst of ovary. Concomitant products included alprazolam (xanax) since 2016, alprazolam since 2016, benzyl nicotinate since (B)(6) 2011, docusate sodium (colace), doxycycline (doxy), escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (sprintec), ferrous sulfate, fluoxetine hydrochloride (prozac) since 2016, iron since 2016, medroxyprogesterone acetate (depo provera), metronidazole (flagyl), naproxen since 2016, omeprazole since 2-oct-2011, penicillin nos, phenazopyridine hydrochloride (pyridium) since (B)(6) 2011, quetiapine since 2016, risperidone, zolpidem tartrate (ambien) since 2016 and zolpidem since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia") and dyspareunia ("dyspareunia (painful sexual intercourse)\ painful sex"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pelvic pressure with pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), urinary tract infection ("infection(bladder/urinary tract/vaginal)") and pollakiuria ("urinary frequency"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection(bladder/urinary tract/vaginal)") and cystitis ("infection(bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced bladder spasm ("bladder or urinary problems or changes;bladder spasm") and back pain ("back pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced amnesia ("psychological or psychiatric problems condition:memory loss, depression"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal area"), vaginal haemorrhage ("vaginal bleeding"), rash ("rashes or skin conditions type"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition:memory loss, depression"), asthenia ("weakness"), weight fluctuation ("weight gain /loss(specify which one)fluctuating, weight loss, gain") and uterine enlargement ("enlarged uterus") and was found to have fibroma ("tumor / teratoma / cancer type: fibroid tumors") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (bilateral tubal occlusion reversal, d & c and hysteroscopy ablation and dnc, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, systemic lupus erythematosus, uterine haemorrhage, anaemia, bladder spasm, migraine, headache, back pain, vulvovaginal pain, rash, vaginal infection, fibroma, fatigue, amnesia, urinary tract infection, cystitis, asthenia, weight fluctuation, uterine enlargement, hormone level abnormal and pollakiuria outcome was unknown, the menorrhagia, nausea, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, dyspareunia and alopecia had resolved and the depression was resolving. The reporter considered abdominal pain, alopecia, amnesia, anaemia, asthenia, back pain, bladder spasm, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibroma, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, rash, systemic lupus erythematosus, urinary tract infection, uterine enlargement, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: discrepancy- date(s) of insertion-(B)(6) 2010, (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Computerised tomogram - on (B)(6) 2016: result- pain in both sides bleeding after dey abr. Paps several times. Sometimes a onlge/pressure draw vagina. N/v unable to maintain urine. Computerised tomogram abdomen - on 30-sep-2011: impression: 1. No evidence of appendicitis. 2. Mixture of contrast and debris within the stomach. Cannot exclude some wall thickening of the duodenum and correlate for possible to duodenitis/enteritis. 3.indeterminate right renal cyst. Follow-up ultrasound could performed as clinically warranted. 4. Collapsing right ovarian cyst with physiologic changes in the pelvis and small free pelvic fluid; on (B)(6) 2016: impression: 1. Multiple bilateral small renal calculi ¿without hydro nephrosis. 2. Mildly enlarged uterus. Pregnancy test - on (B)(6) 2010: result- negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: lupus, abdominal pain, back pain, depression, dysmenorrhea, dyspareunia, fibroid tumors, enlarged uterus, weakness, fatigue, nausea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Added event abnormal bleeding (vaginal, menorrhagia)/heavy menstrual irregular cycle, abnormal uterine bleeding, urinary frequency. Updated outcome of event menorrhagia, dysmenorrhea, pelvic pain, abdominal pain, from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage: a small piece of the device broke off during removal is in uterus'), genital haemorrhage ('abnormal bleeding(general)\ bleeding') and systemic lupus erythematosus ('autoimmune disorder- type of disorder: lupus') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included body mass index normal, threatened labor and urinary frequency. Previously administered products included for an unreported indication: dilaudid, depomedrol, solu medrol, cardec dm, amoxil, tylenol, motrin, duratuss hd and septra. Concurrent conditions included uterine bleeding, ovarian cyst, abdominal pain upper, dysuria, joint pain, flank pain, high vaginal laceration, postpartum, menorrhagia, irritable mood, anxiety, phobia of driving, sexual abuse, lupus erythematosus, suicide attempt, constipation, insomnia, multiple organ dysfunction syndrome, bladder prolapse, menses irregular, metrorrhagia, left lower quadrant pain, right lower quadrant pain, post coital bleeding, nabothian cyst, cervicitis, vaginal swelling, vaginitis bacterial and follicular cyst of ovary. Concomitant products included alprazolam (xanax) since 2016, alprazolam since 2016, benzyl nicotinate since (B)(6) 2011, beta-lactamase sensitive penicillins, docusate sodium (colace), doxycycline (doxy), escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol; norgestimate (sprintec), ferrous sulfate, fluoxetine hydrochloride (prozac) since 2016, iron since 2016, medroxyprogesterone acetate (depo provera), metronidazole (flagyl), naproxen since 2016, omeprazole since (B)(6) 2011, phenazopyridine hydrochloride (pyridium) since (B)(6) 2011, quetiapine since 2016, risperidone, zolpidem tartrate (ambien) since 2016 and zolpidem since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia") and dyspareunia ("dyspareunia (painful sexual intercourse)\ painful sex"), 29 days after insertion of essure. In 2010, the patient experienced abdominal pain ("abdominal pain") and alopecia ("hair loss"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection(bladder/urinary tract/vaginal)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)") and cystitis ("infection(bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced bladder spasm ("bladder or urinary problems or changes;bladder spasm"), nausea ("nausea") and back pain ("back pain"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), pelvic pain ("pelvic pain "), vulvovaginal pain ("vaginal area"), vaginal haemorrhage ("vaginal bleeding"), rash ("rashes or skin conditions type"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition:memory loss, depression"), amnesia ("psychological or psychiatric problems condition:memory loss, depression"), asthenia ("weakness"), weight fluctuation ("weight gain /loss(specify which one)fluctuating, weight loss, gain") and uterine enlargement ("enlarged uterus") and was found to have fibroma ("tumor / teratoma / cancer type: fibroid tumors") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (bilateral tubal occlusion reversal and dnc, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, systemic lupus erythematosus, anaemia, bladder spasm, migraine, headache, dysmenorrhoea, pelvic pain, back pain, abdominal pain, vulvovaginal pain, rash, vaginal infection, fibroma, fatigue, amnesia, urinary tract infection, cystitis, asthenia, weight fluctuation, uterine enlargement and hormone level abnormal outcome was unknown, the nausea, vaginal haemorrhage, dyspareunia and alopecia had resolved and the depression was resolving. The reporter considered abdominal pain, alopecia, amnesia, anaemia, asthenia, back pain, bladder spasm, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibroma, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, rash, systemic lupus erythematosus, urinary tract infection, uterine enlargement, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: discrepancy- date(s) of insertion- (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Computerised tomogram - on (B)(6) 2016: result: pain in both sides, bleeding after dey, abr. Paps several times. Sometimes a "onlge"/pressure draw vagina. N/v. Unable to maintain urine. Computerised tomogram abdomen - on (B)(6) 2011: impression: no evidence of appendicitis. Mixture of contrast and debris within the stomach. Cannot exclude some wall thickening of the duodenum and correlate for possible to duodenitis/enteritis. Indeterminate right renal cyst. Follow-up ultrasound could performed as clinically warranted. Collapsing right ovarian cyst with physiologic changes in the pelvis and small free pelvic fluid; on (B)(6) 2016: impression: multiple bilateral small renal calculi ¿without hydro nephrosis. Mildly enlarged uterus. Pregnancy test - on (B)(6) 2010: result- negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: lupus, abdominal pain, back pain, depression, dysmenorrhea, dyspareunia, fibroid tumors, enlarged uterus, weakness, fatigue, nausea. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs+mr received: reporters were added. Patient's demographic was added. Case become valid since injury nos was replaced by new specified events;hair loss, hormonal changes,abnormal bleeding(general),rashes/skin conditions event clubbed together, bladder spasm, migraines, headaches, nausea, device breakage, dysmenorrhea, dyspareunia, fibroid tumors, fatigue, weight fluctuation, lupus, anemia, depression, memory loss, bladder infection, urinary tract infection, vaginal infection, fatigue, weakness, pelvic pain, abdominal pain, enlarged uterus, back pain, vaginal pain, vaginal bleeding, device monitoring procedure not performed. Concomitant conditions & drugs were added. Past medical histories were added. Historical drugs were added. Lab tests were added. Outcomes were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.